Event description:
Boston scientific corp became aware of an event in which a tracker excel-14 microcatheter was placed into the lesion with the subject device. After placement of the microcatheter, the physician removed the subject device and noticed that the coating at the tip was defective or damaged. The physician replaced the subject device with a new one and finished the procedure without any difficulties.